Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in storage mode, with all counters and all dates reset, and model/serial numbers blank.